Event description:
The customer reported that the cuff of the device will not hold pressure. Customer confirmed that replacement of the tube was required. Customer reported no additional harm to pt as a result of tube replacement.

Manufacturer narrative:
Covidien ref number (B)(4). Pending receipt of sample for analysis. If sample is received a summary of the investigation will be provided in a supplemental report.